Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump had an unresponsive button. The customer stated the pump is not working, the act and b button are not responding. The customer treated with manual injection. The customer's blood glucose was unknown, but meter read high. The customer was advised to follow up with health care provider and monitor blood glucose.